Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery have to be changed after 1 day. The customer stated that they are using alkaline batteries. The customer stated that they changed 4 batteries and the pump is still not working. The customer will be sent a replacement pump.